Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿

Event description:
The user facility reported a 62-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient experienced oozing from the impella site. Manual pressure was held, and hemostasis achieved. Two units ofpacked red blood cells were given for hemoglobin (hgb) of 5. Prior to the procedure, the patient¿s hgb was 7.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined.